Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the jaw became not to open after the first firing. The jaw was opened by returning the trigger to the home position by hand. The fired clip was malformed. Another device was used to complete the procedure. There were no adverse consequences for the patient.